Manufacturer narrative:
An heal collar 3.5x4.5, 3mm (hc343) was returned for investigation. Visual inspection of the as returned product identified damage to the threads correlating with cross-threading. Functional testing was performed for the returned product and found that the abutment could not merge with compatible in-house testing implants. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: date of this report. Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change "no" to "yes." Evaluation codes.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the healing collar (hc343) would not seat onto the implant.